Event description:
Customer reported a discrepancy between the displayed and actual time on a device, which was off by more than five minutes. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in updating the pump time and advised monitoring the time. The customer acknowledged and understood the advice given.